Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier driver was identified as requiring an update to the es lumidigm version. A technical support specialist (tss) verified through remote smart service that the biometric identification update package was successfully deployed. The tss connected to the station and confirmed that the lumidigm biometric reader was detected. The tss attempted to update the driver through the system settings and confirmed that the latest driver was already in use. The tss checked system services and verified that the lumidigm device service was installed and running and also confirmed that the core biometric engine process was active. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier driver needed to be updated to es lumidigm v9.41540 shim. Customer stated that biometric identifier appeared "blacked out" when attempting to use it and the system had been recently upgraded to version 1.11. However, there were no delays or adverse events or injuries reported based on this event.